Manufacturer narrative:
Concomitant product: 4024-58 lead, implanted: (B)(6) 2000.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads had low impedance. During the replacement procedure it was noted that the ra lead was deteriorated. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.